Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pleural effusion post implant procedure. A chest tube was inserted. Chest tube was removed on (B)(6) 2018 and patient experiences stroke like and aphasic symptoms. Patient was stable.